Event description:
It was reported that the left side of this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a fluid loss was identified and there was blood inside the left cylinder, however, no hole was found. All the components were removed and replaced. There were no patient complications identified.